Event description:
A voicemail was received by edwards from the patient's husband regarding his wife's death, days after implant of an edwards mitral bioprosthetic valve. An edwards' physician contacted the patient's husband via phone on (B)(6) 2013, who indicated that his wife underwent avr in (B)(6) 2013 which was complicated by early prosthetic valve endocarditis 4 days later, which prompted explant and redo avr. Also reported that the patient was discharged home in apparent good health, but died two days later while at home. Edwards located one device for this patient, model 7300tfx-33mm, which was implanted on (B)(6) 2013. Hospital medical records were obtained, and state the following, " this patient had mitral valve replacement for valve endocarditis on (B)(6) 2012. At that hospital course, she also had multiple cerebral embolism. The patient recovered from surgery and was discharged home on maintenance hemodialysis. The patient has chronic renal failure, was on dialysis for several years. Then, on (B)(6), she was admitted because of fever, sepsis, and this time, she was found to have prosthetic valve endocarditis. Previously, she had mrsa infection. This time blood culture grew serratia marcescens. It was believed that the endocarditis was not related to the first valve endocarditis and this newly developed infection. The patient was on antibiotics ... [She was taken to or and underwent another valve replacement on (B)(6) 2013 (subject device)]. It was noted that the patient was discharged home in stable condition on (B)(6) 2013.

Manufacturer narrative:
Additional manufacturer narrative: review of medical records confirm the patient's post operative course was complicated by endocarditis warranting a redo aortic valve replacement. However, there is no information regarding the patient's death in medical records (patient expired at home per initial report). Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The provided information suggests nothing to indicate a device quality deficiency or malfunction that may have caused or contributed to this event.